Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap and no visible yellow o-ring. The battery cap reportedly was replaced approximately 4 to 6 months ago. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 25-nov-2019. Device evaluation: the device has been returned and evaluated by product analysis on 20-nov-2019 with the following findings: during investigation, the battery cap was not returned with the pump . Battery compartment is cracked from threads to case seal. According to the pump history the pump was in use for deliveries until 5/15/2019. The black box data contains dates from 5/9/2019 to 5/15/2019 with no evidence of power loss or rebooting. A test battery cap was able to tighten enough to the cracked battery compartment in order to maintain power connection. Unrelated to the original complaint, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.